Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004 the patient presented the preoperative diagnosis of chronic lower back pain; foraminal stenosis l 5-s1, left greater than right; lumbar spondylosis; and small disc herniation l5-s1 central and left. The patient underwent surgery that consisted of a minimally invasive transforaminal decompression and microdiscectomy l5-s1 left; interbody fusion at l5-s1 (bmp-ii bone growth material); placement of an interbody cage at l5-s1; nonsegmental fixation l5-s1 left (pedicle screws and plate); and posterolateral fusion l5-s1 on the left (bmp-ii plus local autograft). Per the postoperative report ¿¿..once the decortication was done, then cut up the bmp-ii strips into smaller pieces and placed them in an 11 x 13 x 25 mm geo cage and the cage was driven in with fluoroscopic guidance and positioned nicely. Then tapped forward into a slightly more lateral oblique position. It was turned upright to the full 13mm height across the disc space and showed good fluoroscopic image. Then I had some space on this left side after placing the cage and I had a small portion of strip of bmp and covered that with some local autograph bone, folded it up and placed it down into that space out into the left lateral area. Covered that with fibular surgicel. Placed a strip of fibular surgicel across the posterior aspect of the disk space covering the cage and the bmp material separating it from the canal and lateral recess area¿.we retracted the muscle out laterally over the exposed decorticated areas of the transverse process of l5 and upper part of the sacrum, the ala of the sacrum on the left and then placed a 1 x 2 inch strip of bmp soaked collagen covered with local autograph bone down across that space in contact with both of those bony elements¿.¿ no complications were noted. On (B)(6) 2004 the patient was discharged from the medical center. On (B)(6) 2006 the patient presented headache, some chills, weakness, fatigue, and decreased energy. On (B)(6) 2006 the patient presented pain. On (B)(6) 2006 the patient presented left shoulder pain with a palpable clavicle deformity. X-rays showed a type iii acromion with anterior stenosis fracture with deformity and healing. The patient received a depo-medrol and lidocaine injection. On (B)(6) 2006 the patient presented impingement, left shoulder and underwent an arthroscopic subacrominal decompression, left shoulder. On (B)(6) 2007 in a post op f/u, the patient presented pain. On(B)(6) 2007 the patient presented left shoulder pain. The patient reported being hit and pinned by a cow against a corral on (B)(6) 2007. On (B)(6) 2007 the patient presented sinus pressure, congestion, fever, headache, and cough. On (B)(6) 2008 the patient presented hypertension, insomnia, eczema, vitiligo, back pain, and osteoarthritis. On (B)(6) 2008 the patient hypertension and insomnia. On (B)(6) 2008 the patient presented pain and bilateral tingling in his hands left greater than right and little grip strength. On (B)(6) 2008 the patient presented hip pain, aching in his left sacroiliac region, radiating down into his left leg. On (B)(6) 2009 the patient complained of general pain and fatigue. On (B)(6) 2009 the patient presented severe back pain on the left side of the thoracic spine and also low back pain. He reported increased lifting at work the day before with stiffness that night. On (B)(6) 2009 presented nausea (x 1 month) with smells affecting him, vomiting and burning pain in the center of his stomach. The patient had a supine and upright abdomen x-ray which demonstrated no evidence of acute abdominal process. The bones were unremarkable except for a metallic cage and screws in the l5 pedicle. On (B)(6) 2009 the patient presented a three month history of persistent nausea and vomiting with occasional discomfort and pain in the center of his abdomen. On (B)(6) 2009 the patient presented persistent nausea and vomiting and underwent an esophagogastroduodenoscopy and biopsy which demonstrated large duodenal diverticulum in the second position contralateral to the ampulla. On (B)(6) 2009 presented gastrointestinal problems with vomiting two to three times a week and weight loss. On (B)(6) 2010 presented complaints of sinus congestion. On (B)(6) 2010 the patient presented a sore throat. On (B)(6) 2010 the patient presented complaints of sinus problems. On (B)(6) 2006 the patient complained of a cough which had been going on for four weeks, occasional headaches, and occasional sinus drainage. On (B)(6) 2010 the patient was admitted to hospital for atypical chest pain, elevated blood sugar, and hypertension. On (B)(6) 2010 the patient was discharged from the hospital. On (B)(6) 2010 the patient presented chest pain and fatigue. The patient had a transthoracic echocardiogram which demonstrated mild concentric left ventricular hypertrophy and abnormal left ventricular compliance with mild to moderate diastolic dysfunction, and trace regurgitation. On (B)(6) 2010 in f/u from a hospital stay where the patient presented chest pain, neck and jaw pain. The patient presented hypertension, malaise, and fatigue with elevated liver function tests. On (B)(6) 2010 the patient presented body fatigue and had blood work positive for ebstein-barr virus. On (B)(6) 2011 the patient presented cough, myalgias, ha, and chills with the assessment of pneumonia. A 2v chest x-ray was taken which demonstrated no acute disease. On (B)(6) 2011 the patient complained of feeling bad. The patient presented a cough and malaise associated with myalgias, ha, and the chills. Acute bronchitis. A 2v chest x-ray was taken which demonstrated that the lungs were normally inflated and clear; heart mediastinal and hilar structures normal. On (B)(6) 2011 in a f/u from a hospitalization the prior weekend for fatigue, chest pain, and weakness, patient complained of ¿feeling being completely washed out¿ ¿ no energy. He also reported having joint pain in shoulder and elbows and hands and knees stiff at times. On (B)(6) 2011 the patient presented unspecified essential hypertension and severe fatigue. He also reported having arthralgias and myalgias of the hips and legs. The patient had a 2v chest x-ray taken which demonstrated no acute disease. On (B)(6) 2011 the patient presented fatigue, decreased sex drive, and decreased strength and stamina. On (B)(6) 2011 the patient presented back pain and stiffness. On (B)(6) 2012 the patient presented right shoulder pain. X-rays showed mild anterior stenosis and ac arthritis. On (B)(6) 2012 the patient presented right shoulder pain. On (B)(6) 2012 the patient underwent arthroscopic subacromial decompression with arthroscopic distal clavicle resection and arthroscopic rotator cuff reconstruction right shoulder. On (B)(6) 2012 the patient complained of sudden onset of severe left greater than right and bilateral lower back pain starting approximately two weeks prior to the visit. He also complained of stiffness and leg numbness. A lumbar spine 3v x-ray was taken which demonstrated ¿moderate productive osteoarthritic change with disk space narrowing, marginal osteophytes and facet arthritis which progresses into the lower levels.¿ on (B)(6) 2013 the patient presented upper back and neck pain and some numbness in both hands over his fourth and fifth fingers; the doctor¿s assessment was cervical radiculopathy and carpal tunnel syndrome.